Event description:
It was reported that this inflatable penile prosthesis (ipp) had a lack of rigidity on the right side upon full inflation. Upon revision, the right cylinder was crossed over to the left corpora body. This issue prevented full inflation and rigidity. The cylinders and pump were removed and replaced. There were no patient complications.